Manufacturer narrative:
The event occurred in (B)(6) 2017. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a cracked twist clamp. This was observed during use with patient involvement. The minicap transfer set has been in use for about one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During visual and functional testing a damaged (cracked) main body and broken occluder feet were identified. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.